Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One ncircle delta wire tipless stone extractor was returned for investigation. The returned packaging confirms lot number 8945086. The device was returned with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. Functional testing determined the handle does not actuate the basket formation. A visual examination noted the support sheath and the basket sheath are detached. There are no kinks in the basket sheath. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8945086. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that was closed and could not be opened due to the basket sheath separating from the yellow support sheath at the handle. The separation allowed the basket sheath to move freely within the yellow support sheath, preventing the basket from opening. It is likely that pressure applied to the handle during unpacking/handling caused the basket sheath and support sheath to separate. The amount of pressure applied is unknown. The definitive cause of the separation could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to patient contact, the physician tested the basket movement before using it for a transurethral lithotripsy (tul) procedure. The basket was unable to open/close. Another device was used instead and the procedure was completed successfully. There have been no adverse effects to the patient reported.